Event description:
It was reported that there were dropped beats seen and an alleged loss of conduction and a timing issue. There was oversensing noted on the right ventricular (rv) lead. The patient was symptomatic due to the low heart rate. Further investigation indicated that the managed ventricular pacing (mvp) was also "seeing" the 2nd degree heart block from the patient because of the oversensing from the lead. The settings were adjusted and the oversensing was resolved. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d224drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).